Manufacturer narrative:
Additional info has been requested from the account. A recall for the instructions for use included with this product was initiated on (B)(4) 2008. The reason for this correction was because the instructions for use were updated to include new warnings regarding aspects of percutaneous pin placement during navigated knee surgery. These additional warnings were added to help mitigate the risk of femur fractures. (B)(6) was included in the scope of this recall. It has been requested that the sales rep visit the account and re-train on the warnings in the IFU supplied with the pins. When additional info is received from the account, a f/u report will be filed.

Event description:
It was reported that the pt had ortholock pins inserted into the femur for navigation purposes. The pt has since sustained a fracture is at the pin site. The pt underwent a plating operation to repair the fracture.